Event description:
Product complete information: (B)(4), quattro suture passer needle, ref cm-9011, lot: 59139-1, expiration: 2019-09-30. All staff took appropriate action beginning with the examination of the needle after use by the cst. Unfortunately, the staff did not retain the remainder of the needle for an investigation. Cayenne scorpion with disposable needle used in patient. It was noticed that the tip of needle was broken. Dr. Visually examined the wound site with no site of broken needle tip. He didn't want to explore into the wound to cause further tissue trauma. He stated he would take an x-ray when patient returns to his office. Dr. Refused to have one done while patient was in the or.